Event description:
During use for a cardiopulmonary bypass procedure, the roller pump speed could not be controlled by the local speed control knob. Control of the pump speed by means of the central control monitor of the heart lung console remained available. Subsequent to successfully completing the bypass procedure, the pump's graphics driver/pump display pc board assembly was replaced, and normal function was restored. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluated anticipated, but not yet begun. Device repaired and returned.